Event description:
A 20 gauge temno biopsy gun was advanced into the soft tissue through the 16 gauge coaxial needle and the trigger was gently squeezed. The temno needle; however, did not reveal any specimen. A portion of the needle was missing. Repeat fluoroscopy demonstrated that the distal 1.5 cm of the needle had broken off into the lytic spinous process of l2. An attempt was made to retreive the needle; however, this attempt was unsuccessful.